Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1372053) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
The customer's son reported on (B)(6) 2013, the customer received higher than feels readings on their adc meter ranging from 248 mg/dl to 400 mg/dl. The customer's son treated the customer with two additional glyburide tablets based on the high readings received. Customer's regular medication consists of two glyburide tablets and one "ongava" (onglyza) in a day. On (B)(6) 2013, when the customer received a reading of 464 mg/dl, the customer's son treated the customer with metformin. The customer's son further reported the customer lost consciousness. The paramedics were called and treated the customer with "glucose through IV". The paramedics took a comparison reading with a different meter and the customer's meter was found to be reading 120 mg/dl off. In addition, the caller reported that the customer had severe low blood sugar. There was no report of death or permanent impairment associated with this case.